Event description:
It was reported that the customer received excessive no delivery alarms. Troubleshooting occurred, and it was determined that there was an occlusion. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).